Event description:
It was reported that during unpacking of the 3.5 x 18 mm xience pro, the shaft was found separated. Another unknown stent was successfully used. The xience pro was not used; therefore, there was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us.